Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an unknown device component detached and was left in the patient as the physician felt that it would pass naturally and did not pose any risk to the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.